Manufacturer narrative:
Report date: 05aug2021.

Event description:
The customer reported that the top touch screen does not work well. The device was in clinical use, but there was no patient harm. The unit was not swapped out.

Manufacturer narrative:
B4:18aug2021. There was no philips service engineer onsite evaluation. The customer has decided not to repair the unit at this time. If further information is obtained, a supplemental report will be submitted.no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.